Manufacturer narrative:
A manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eleven months later, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was present with its apex approximately 2 cm from the renal vein. There was a fragment of a filter strut fractured which comes to lie between the inferior vena cava and aorta. There was perforation by additional struts at the 4 o'clock position in which the strut comes to lie between the aorta and vertebral body. An additional perforation was seen at the 6 o'clock position with the strut penetrating the adjacent vertebral body. Additional perforations into the pericaval fat were seen at the 7 o'clock position and 9 o'clock position. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 05/2014.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately five years and eleven months post filter deployment, a computed tomography (CT) revealed the filter struts detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.